Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when she attempted, was unable to use this aviva system, due to error within specifications. A request was made for the return of the system, and a replacement was sent.